Event description:
On (B)(6) 2013, it was reported that the patient's generator was explanted due to an infection. Review of the manufacturing records of the generator confirmed that the generator met all final testing specifications and sterilization standards prior to distribution. Follow up with the surgeon's office provided the history of the patient's infection. The initial implant surgery was performed on (B)(6) 2013. The patient come for a one week follow up on (B)(6) 2013 and everything looked good. The patient had a one month follow up on (B)(6) 2013 but was a no show. The site received a call from another physician on (B)(6) 2013 who stated that he was concerned about the wound, as there was fluid under skin. The patient was brought in the next day. Dr (B)(6) lanced the wound and a lot of drainage came out. The patient was given antibiotics. On (B)(6) 2013, there was no change in appearance, (B)(6) 2013, the patient was a no show, and (B)(6) 2013, the incision was no longer draining and the patient was told to continue the seven day course of antibiotics. However, on (B)(6) 2013, the physician received another call back stating that the site was infected again and the patient had been taken to the emergency room on (B)(6) 2013. The patient¿s mother said that the patient was getting fussy again and per the physician, there was ¿white cottage cheesy¿ drainage. The patient was seen again on (B)(6) 2013 by the surgeon and it appeared that the site was improving, but it still looked infected. At this point, the patient had finished one week in a four week run of antibiotics and was told to continue the remaining three weeks. The surgeon's office received a call back on (B)(6) 2012 from the patient's mother who said that the bubble was returning and was more red, with yellowish drainage. The patient was brought back on (B)(6) 2013 and the surgeon inspected the site and gave the patient another one week of antibiotics. After one week ((B)(6) 2013), the patient was seen again and sent to surgery for removal of the device. The patient¿s device was removed on (B)(6) 2013 and another device was not reimplanted at this time. Since the removal, the site has been improving. The patient was last seen on (B)(6). The patient does not want another replacement until the end of summer. The nurse stated that the infection should not last that long so they could do the replacement earlier, but for some reason, the mother wants to wait. When asked about cultures, the nurse stated that abscess was collected on (B)(6) 2013 and found only a type of bacteria. Nothing else was noted. On (B)(6), no growth or organisms were observed. It was confirmed that both infections, the one seen in (B)(6) and the one seen in (B)(6), were related to each other and stemmed from the same infection. The infection was on the incision on the left of the chest. When the infection first appeared, it was noted that it may have been due to trauma from the patient being lifted out of her chair by the underarms, as the infection at the incision site was in that same area. However, it was unknown if the trauma was the true cause of the infection or if it was related to surgery. No other information was provided on the infection or explant. The explanted generator was returned on (B)(4) 2013 and is pending product analysis.

Event description:
Product analysis was performed on the returned generator. Although verification of the alleged infection is beyond the scope of activities performed in the product analysis lab, potential contributing factors to this condition were considered and evaluated, and none were found to exist in this situation. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccum consumed memory locations revealed that 0.847% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Information received indicates that the patient is reportedly stable and there is no plan for vns re-implant at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Additional information was received that the patient is pursuing reimplant after being explanted for an infection. Surgery is likely but has not occurred to date.

Manufacturer narrative:
This information was inadvertently reported under MFR. Report # 1644487-2013-02146/01.